Event description:
Decedent accidentally hanged by cord of lifeline personal help button pendant. Decedent found dead in her bathroom from hanging by lifeline cord getting caught on vanity door handle following an apparent fall. Dates of use: 2005 - 2006. Diagnosis: safety net.